Event description:
The customer reported that during cleaning of the hose, the internal part was leaking black oil like liquid. The liquid was drained out and following sterilization, the sterilization wrap was found lined with a black stain. This was discovered prior to use in surgery.

Manufacturer narrative:
Investigation results: to date, a final investigation of the hose has not been completed. A follow-up report will be sent after the investigation is complete.